Event description:
The customer reported that the alarm had a hold button that is missing and needs replacement. No pt injury was reported. Inspection by posey shows that the alarm has intermittent power.

Manufacturer narrative:
(B) (4) hold button is missing. Eval of the returned product shows that the hold button is missing. The battery spring is bent and the rj11 jack pins are bent. The alarm has intermittent power. (B) (4).